Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that, during inspection for use during setup of the evis eus ultrasound bronchofibervideoscope device prior to an unknown procedure, it was discovered that the device displayed communication error e315 and did not produce an image. There were no reports of patient harm.